Event description:
It was reported that "system error, revert to manual CPR" message was displayed. No adverse event reported.

Manufacturer narrative:
Zoll med corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.